Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.;the catheter was visually and tactilely inspected. There were several hypotube kinks. The midshaft was broken 118.5 cm from the strain relief. The distal tip was damaged. The distal end of the balloon was bunched-up. The inner shaft was buckled and stretched. The outer shaft was stretched and buckled. The outer shaft was torn 20mm in length proximal of the proximal weld. The shaft was necked-down at the guidewire exit notch. There was an inner shaft separation at the bi-component weld. Microscopic examination of the separated mid-shaft revealed a necked down and stretched 7cm proximal of the break. The stretched and necked appearance of the midshaft and inner shaft suggests that the damage may have been related to tensile overload (material stress/fatigue). Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-02914. It was reported that balloon rupture, shaft break and removal issues occurred. The >90% stenosed target lesion was located in the heavily calcified and mildly tortuous 2nd marginal of the left circumflex artery. A 2.75x20mm veriflex bare metal stent was implanted to treat the target lesion. Following deployment, "significant" waste was noted in the middle of the stent due to a residual focal lesion. The area was initially postdilated with a 3.0 nc quantum balloon. The balloon was exchanged to a 3.25 nc non-bsc balloon. A 3.5x8mm nc quantum apex was then advanced. The balloon was inflated to 18 atms, 20 atms and on the 3rd inflation, the balloon was noted to be 'dog boning' and ruptured . The physician attempted to remove the balloon; however, the balloon seemed to be stuck in the stent and the shaft broke. The distal end of the catheter remained in the vessel. Attempts to remove the device fragment with a peripheral snare were unsuccessful. The patient developed v-fib. The patient was sent to open heart surgery where the device fragment was successfully removed. The patient was noted to have done fine in and after surgery. No further patient complications were reported and the patient's current status is doing well.

Event description:
Same case as MDR ID: 2134265-2014-02914. It was reported that balloon rupture, shaft break and removal issues occurred. The >90% stenosed target lesion was located in the heavily calcified and mildly tortuous 2nd marginal of the left circumflex artery. A 2.75x20mm veriflex bare metal stent was implanted to treat the target lesion. Following deployment, ¿significant¿ waste was noted in the middle of the stent due to a residual focal lesion. The area was initially postdilated with a 3.0 nc quantum balloon. The balloon was exchanged to a 3.25 nc non-bsc balloon. A 3.5x8mm nc quantum apex was then advanced. The balloon was inflated to 18 atms, 20 atms and on the 3rd inflation, the balloon was noted to be ¿dog boning ¿ and ruptured . The physician attempted to remove the balloon; however, the balloon seemed to be stuck in the stent and the shaft broke. The distal end of the catheter remained in the vessel. Attempts to remove the device fragment with a peripheral snare were unsuccessful. The patient developed v-fib. The patient was sent to open heart surgery where the device fragment was successfully removed. The patient was noted to have done fine in and after surgery. No further patient complications were reported and the patient¿s current status is doing well.